Event description:
(B)(6) 2024, a unipolar lead impedance 190 ohms. (B)(6) 2023, a. Unipolar lead impedance 190 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).